Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (350 mg/dl) and insulin injections were used to address the bg level. The customer thought that the pump may be related to the high bg levels. Tandem customer technical support (cts) had the customer perform a system check using the current supplies on the pump and the pump was found to be functioning as intended. Cts advised the customer to discuss the high bg levels with a healthcare provider.